Event description:
Philips received a complaint on the v60 ventilator indicating that the 2ft oxygen (o2) hose was cut and needed to be replaced. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and requested replacement part information. The rse provided the customer with the part number of the replacement part.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 04dec2024, it was stated that the damaged o2 hose had been found damaged, the source of the damage being unknown. The customer was able to confirm that a replacement 2ft oxygen hose was ordered, received, and replaced following the part replacement, the device began to operate as expected and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.